Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer in a follow-up call on 01-mar-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 170, 169, 119 and 202 mg/dl. The customer¿s expected am fasting blood glucose test result range is 89-110 mg/dl and expected non-fasting blood glucose test result range is 115-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting produced test result of 131 mg/dl using true metrix air meter; customer was not satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/19/2022 and test strips were opened one month ago. The meter memory was reviewed for previous test result history: result 1: 170 mg/dl; date: (B)(6) 2022; time: 09:37 am; fasting. Result 2: 169 mg/dl; date: (B)(6) 2022; time: 09:37 am; fasting. Result 3: 119 mg/dl; date: (B)(6) 2022; time: 08:14 am; fasting. Result 4: 119 mg/dl; date: (B)(6) 2022; time: 10:56 am; fasting. Result 5: 202 mg/dl; date: (B)(6) 2022; time: 08:40 am; fasting.